Event description:
Patient presented to the physician with prolonged symptoms of neurapraxia since the implant procedure. Symptoms include severe slurred speech and right-sided tongue deviation. Physician brought the patient into the or and explanted the entire inspire system.